Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6) block h6: device code 2610 captures the reportable event of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the tripwire was partially rolled in the handle assembly and there was evidence that it was secured in the handle slot. A crimp was present on the tripwire. No issues observed on the suture and it was attached to the wire loop. There were seven knots found on the suture. Additionally, there were threee bands attached on the ligator which were moved out of their original positions while some bands were damaged. It was observed that the ligator head teeth were bent and the suture hole had worn out. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. Based on the evaluation of the returned complaint device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity and could have contributed to the reported issues. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. Additional information: block b5

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the pectinate line during an internal hemorrhoids band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, four bands successfully deployed; however, the device could not continue to deploy off the remaining bands. Reportedly, the device was removed from the patient. It was noted that there was no difficulty experienced upon setting up the device prior to the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6) 2020*** it was reported that the procedure was completed with another speedband superview super 7 device.

Manufacturer narrative:
(B)(6). (B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the pectinate line during an internal hemorrhoids band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, four bands successfully deployed; however, the device could not continue to deploy off the remaining bands. Reportedly, the device was removed from the patient. It was noted that there was no difficulty experienced upon setting up the device prior to the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.